Manufacturer narrative:
The investigation has determined that imprecise vitros troponin I es (tropi es) results were obtained from samples from four different patients over two days when using a vitros eci q immunodiagnostic system. The definitive root cause of the observed imprecision could not be determined. Based on historical quality control results, a reagent issue did not likely contribute to the event. However, the level 1 control does not adequately evaluate performance of the vitros tropi es reagent for samples with concentrations at or below the url of of 0.034 ng/ml, therefore, a reagent performance issue cannot be entirely ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es reagent lot 5355. The diagnostic within run vitros tsh3 precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. The investigation determined that pre-analytical sample processing could not be confirmed or ruled out as a contributor to the event. The collection device used for each patient was not provided. Therefore, it is not possible to determine if the customer was following the sample collection device manufacture's recommendation for sample centrifugation. Improper pre-analytical sample processing cannot be ruled out as contributing to the event. Cellular debris, due to poor sample preparation, may have been present in the affected samples, but could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report imprecise vitros troponin I es (tropi es) results were obtained from samples from four different patients over two days when using a vitros eci q immunodiagnostic system. Patient 1 vitros tropi es result 0.028 ng/ml versus the reported vitros tropi es result 0.059 ng/ml patient 2 vitros tropi es result <0.012 ng/ml versus the reported vitros tropi es result 0.06 ng/ml patient 3 vitros tropi es result 0.103 ng/ml versus the reported vitros tropi es result <0.012 ng/ml patient 4 vitros tropi es result 0.078 ng/ml versus the repeat vitros tropi es result <0.012 ng/ml (and trop t sensitive qualitative negative result) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros trop I es results that were reported from the lab were those vitros trop I es results that correlated with the alternate methods (troponin I plus poct- quantitative and troponin t high sensitive-qualitative) which they believed to be true. No allegation of patient harm has been made as a result of the four events. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 605225.